Event description:
It was reported that the patients lead eroded through the skin on one side. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Correction to the initial MDR in block g3; the aware date should have been 19jun2023.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead eroded through the skin on one side. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility,